Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, occlusion alarms occurred. Blood glucose level ranged from 300-400 (mg/dl). As the occlusion was not occurring at the time of the reported event, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusions.